Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the fill tubing process, insulin was observed exiting the tubing after only delivering 2 units of insulin when typically it takes 15 units of insulin to complete the process. Reportedly, the insulin flow could not be stopped after 10 units of insulin were delivered. The customer declined to complete troubleshooting with tandem technical support. Manual injections will be used for alternate insulin therapy.